Event description:
Customer called to report that the hydropneumatic unit on the synchron lxi 725 clinical system was leaking a clear fluid. Customer could not locate the leak source. On the same day, the field service engineer (fse) inspected the instrument and found that there was a heavy amount of moisture concentrated underneath the hydropneumatic valve section. The fse removed the valves and found excessive tube cracks in valve 1, which the fse then replaced. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated no harm to patients or instrument operators.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).